Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), embedded device ("two intact coiled metallic hardware consistent with essure") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no: 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, uterine bleeding, clotting disorder, left lower quadrant pain, abdominal cramps, tobacco user, alcohol use, caffeine abuse, pelvic discomfort and ovarian cyst. Concomitant products included butalbital;caffeine; paracetamol (butalbit/apap/caffeine plus) from 2013 to 2016, calcium carbonate;colecalciferol (caltrate + vitamin d), ciclopirox and sumatriptan succinate (imitrex df) from 2013 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain, pain"), migraine ("migraines"), tooth disorder ("dental issues / dental problems"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstrual cycle"), urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), urinary tract infection ("numerous utis"), vulvovaginal mycotic infection ("yeast infection"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / pain from cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge / excessive vaginal discharge"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, pelvic pain, depression, fatigue, hypersensitivity, urogenital infection bacterial and back pain outcome was unknown, the genital haemorrhage, tooth disorder, alopecia, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, headache, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the migraine was resolving. The reporter considered alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, urogenital infection bacterial, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2011: total bilateral occlusion. Ultrasound pelvis: on an unknown date: within normal limits. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, genital haemorrhage, pelvic pain, back pain, dysmenorrhea, dyspareunia, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), embedded device ("two intact coiled metallic hardware consistent with essure") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, uterine bleeding, clotting disorder, left lower quadrant pain, abdominal cramps, tobacco user, alcohol use, caffeine abuse, pelvic discomfort and ovarian cyst. Concomitant products included butalbital;caffeine;paracetamol (butalbit/apap/caffeine plus) from 2013 to 2016, calcium carbonate;colecalciferol (caltrate + vitamin d), ciclopirox and sumatriptan succinate (imitrex df) from 2013 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain, pain"), migraine ("migraines"), tooth disorder ("dental issues / dental problems"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstrual cycle"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), urinary tract infection ("numerous utis"), vulvovaginal mycotic infection ("yeast infection"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / pain from cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge / excessive vaginal discharge"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, pelvic pain, depression, fatigue, hypersensitivity, bacterial infection and back pain outcome was unknown, the genital haemorrhage, tooth disorder, alopecia, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, headache, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the migraine was resolving. The reporter considered alopecia, back pain, bacterial infection, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Ultrasound pelvis - on an unknown date: within normal limits. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, genital haemorrhage, pelvic pain, back pain, dysmenorrhea, dyspareunia, migraines. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet and medical records received. Lot number added. Events added: abnormal bleeding (vaginal, menorrhagia), numerous utis and yeast and bacterial infections in years after essure implantation, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, lower back pain and two intact coiled metallic hardware consistent with essure. Outcome of event genital haemorrhage, tooth disorder, alopecia, migraine was updated from unknown to recovered / resolved. Reporter information and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ one had migrated'), embedded device ('two intact coiled metallic hardware consistent with essure') and genital haemorrhage ('abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, uterine bleeding, clotting disorder, left lower quadrant pain, abdominal cramps, tobacco user, alcohol use, caffeine abuse, pelvic discomfort and ovarian cyst. Concomitant products included butalbital;caffeine;paracetamol (butalbit/apap/caffeine plus) from 2013 to 2016, calcium carbonate;colecalciferol (caltrate + vitamin d), ciclopirox, desogestrel;ethinylestradiol (mircette) and sumatriptan succinate (imitrex df) from 2013 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain, pain"), migraine ("migraines"), tooth disorder ("dental issues / dental problems"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstrual cycle/ severe bleeding"), urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), urinary tract infection ("numerous utis"), vulvovaginal mycotic infection ("yeast infection"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / pain from cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge / excessive vaginal discharge"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("lower back pain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, pelvic pain, depression, fatigue, hypersensitivity, vaginal haemorrhage, urogenital infection bacterial, back pain and adenomyosis outcome was unknown, the genital haemorrhage, tooth disorder, alopecia, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, headache, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the migraine was resolving. The reporter considered adenomyosis, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, urogenital infection bacterial, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Ultrasound pelvis - on an unknown date: within normal limits. Concerning the injuries reported in this case, the following ones were described in patient's medical records: embedded device and the following ones were confirmed in patient¿s medical records: menorrhagia, genital haemorrhage, pelvic pain, back pain, dysmenorrhea, dyspareunia and migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and social media received. Product information details updated. Event: adenomyosis was newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ one had migrated') and embedded device ('two intact coiled metallic hardware consistent with essure') in a 31-year-old female patient who had essure (batch no. 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, uterine bleeding, clotting disorder, left lower quadrant pain, abdominal cramps, tobacco user, alcohol use, caffeine abuse, pelvic discomfort and ovarian cyst. Concomitant products included butalbital;caffeine;paracetamol (butalbit/apap/caffeine plus) from 2013 to 2016, calcium carbonate;colecalciferol (caltrate + vitamin d), ciclopirox, desogestrel;ethinylestradiol (mircette) and sumatriptan succinate (imitrex df) from 2013 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain, pain"), migraine ("migraines"), tooth disorder ("dental issues / dental problems"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstrual cycle/ severe bleeding"), urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), urinary tract infection ("numerous utis"), vulvovaginal mycotic infection ("yeast infection"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / pain from cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge / excessive vaginal discharge"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting"), back pain ("lower back pain"), adenomyosis ("adenomyosis"), nasopharyngitis ("cold"), rhinorrhoea ("runny nose"), oropharyngeal pain ("sore throat"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), flatulence ("gas pain in neck and radiated down to my ribs"), feeling abnormal ("pregnancy symptomps often but not pregnant"), cough ("I have been coughing a lot for some reason"), post procedural haemorrhage ("I had hysterectomy and I have had spotting when I wipe almost everyday since"), asthenia ("weak") and syncope ("fell faint"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, pelvic pain, depression, fatigue, hypersensitivity, vaginal haemorrhage, urogenital infection bacterial, back pain, adenomyosis, nasopharyngitis, neck pain, musculoskeletal pain, feeling abnormal, cough, post procedural haemorrhage, asthenia and syncope outcome was unknown, the genital haemorrhage, tooth disorder, alopecia, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, headache, dysmenorrhoea, dyspareunia, vaginal discharge and flatulence had resolved, the migraine was resolving and the rhinorrhoea and oropharyngeal pain had not resolved. The reporter considered adenomyosis, alopecia, asthenia, back pain, cough, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, nasopharyngitis, neck pain, oropharyngeal pain, pelvic pain, post procedural haemorrhage, rhinorrhoea, syncope, tooth disorder, urinary tract infection, urogenital infection bacterial, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Ultrasound pelvis - on an unknown date: within normal limits. Concerning the injuries reported in this case, the following ones were described in patient's medical records: embedded device and the following ones were confirmed in patient¿s medical records: menorrhagia, genital haemorrhage, pelvic pain, back pain, dysmenorrhea, dyspareunia and migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: reporter added. Added event cold, runny nose, sore throat, pregnancy symptoms often but not pregnant, cough,I had hysterectomy and I have had spotting when I wipe almost everyday since,shoulder pain, neck pain, gas pain in neck and radiated down to my ribs, fell faint, weak. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ one had migrated') and embedded device ('two intact coiled metallic hardware consistent with essure') in a 31-year-old female patient who had essure (batch no. 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, uterine bleeding, clotting disorder, left lower quadrant pain, abdominal cramps, tobacco user, alcohol use, caffeine abuse, pelvic discomfort and ovarian cyst. Concomitant products included butalbital;caffeine;paracetamol (butalbit/apap/caffeine plus) from 2013 to 2016, calcium carbonate;colecalciferol (caltrate + vitamin d), ciclopirox, desogestrel;ethinylestradiol (mircette) and sumatriptan succinate (imitrex df) from 2013 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain, pain"), migraine ("migraines"), tooth disorder ("dental issues / dental problems"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstrual cycle/ severe bleeding"), urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), urinary tract infection ("numerous utis"), vulvovaginal mycotic infection ("yeast infection"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / pain from cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge / excessive vaginal discharge"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting"), back pain ("lower back pain"), adenomyosis ("adenomyosis"), nasopharyngitis ("cold"), rhinorrhoea ("runny nose"), oropharyngeal pain ("sore throat"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), flatulence ("gas pain in neck and radiated down to my ribs"), feeling abnormal ("pregnancy symptoms often but not pregnant"), cough ("I have been coughing a lot for some reason"), post procedural haemorrhage ("I had hysterectomy and I have had spotting when I wipe almost everyday since"), asthenia ("weak") and dizziness ("felt faint"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, pelvic pain, depression, fatigue, hypersensitivity, vaginal haemorrhage, urogenital infection bacterial, back pain, adenomyosis, nasopharyngitis, neck pain, musculoskeletal pain, feeling abnormal, cough, post procedural haemorrhage, asthenia and dizziness outcome was unknown, the genital haemorrhage, tooth disorder, alopecia, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, headache, dysmenorrhoea, dyspareunia, vaginal discharge and flatulence had resolved, the migraine was resolving and the rhinorrhoea and oropharyngeal pain had not resolved. The reporter considered adenomyosis, alopecia, asthenia, back pain, cough, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, nasopharyngitis, neck pain, oropharyngeal pain, pelvic pain, post procedural haemorrhage, rhinorrhoea, tooth disorder, urinary tract infection, urogenital infection bacterial, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Ultrasound pelvis - on an unknown date: within normal limits. Concerning the injuries reported in this case, the following ones were described in patient's medical records: embedded device and the following ones were confirmed in patient¿s medical records: menorrhagia, genital haemorrhage, pelvic pain, back pain, dysmenorrhea, dyspareunia and migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event¿ felt faint¿ was recoded to llt¿ dizziness¿ (previously recorded as syncope). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ one had migrated') and embedded device ('two intact coiled metallic hardware consistent with essure') in a 31-year-old female patient who had essure (batch no. 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, uterine bleeding, clotting disorder, left lower quadrant pain, abdominal cramps, tobacco user, alcohol use, caffeine abuse, pelvic discomfort and ovarian cyst. Concomitant products included butalbital;caffeine;paracetamol (butalbit/apap/caffeine plus) from 2013 to 2016, calcium carbonate;colecalciferol (caltrate + vitamin d), ciclopirox, desogestrel;ethinylestradiol (mircette) and sumatriptan succinate (imitrex df) from 2013 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain, pain"), migraine ("migraines"), tooth disorder ("dental issues / dental problems"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstrual cycle/ severe bleeding"), urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infection"), urinary tract infection ("numerous utis"), vulvovaginal mycotic infection ("yeast infection"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / pain from cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge / excessive vaginal discharge"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting"), back pain ("lower back pain"), adenomyosis ("adenomyosis"), nasopharyngitis ("cold"), rhinorrhoea ("runny nose"), oropharyngeal pain ("sore throat"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), flatulence ("gas pain in neck and radiated down to my ribs"), feeling abnormal ("pregnancy symptomps often but not pregnant"), cough ("I have been coughing a lot for some reason"), post procedural haemorrhage ("I had hysterectomy and I have had spotting when I wipe almost everyday since"), asthenia ("weak") and dizziness ("felt faint"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6) 2016. At the time of the report, the device dislocation, embedded device, pelvic pain, depression, fatigue, hypersensitivity, vaginal haemorrhage, urogenital infection bacterial, back pain, adenomyosis, nasopharyngitis, neck pain, musculoskeletal pain, feeling abnormal, cough, post procedural haemorrhage, asthenia and dizziness outcome was unknown, the genital haemorrhage, tooth disorder, alopecia, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, headache, dysmenorrhoea, dyspareunia, vaginal discharge and flatulence had resolved, the migraine was resolving and the rhinorrhoea and oropharyngeal pain had not resolved. The reporter considered adenomyosis, alopecia, asthenia, back pain, cough, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, nasopharyngitis, neck pain, oropharyngeal pain, pelvic pain, post procedural haemorrhage, rhinorrhoea, tooth disorder, urinary tract infection, urogenital infection bacterial, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Ultrasound pelvis - on an unknown date: within normal limits. Concerning the injuries reported in this case, the following ones were described in patient's medical records: embedded device and the following ones were confirmed in patient¿s medical records: menorrhagia, genital haemorrhage, pelvic pain, back pain, dysmenorrhea, dyspareunia and migraines. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain, pain"), migraine ("migraines"), tooth disorder ("dental issues"), alopecia ("hair loss"), depression ("depression"), fatigue ("fatigue") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, migraine, tooth disorder, alopecia, depression, fatigue and hypersensitivity outcome was unknown. The reporter considered alopecia, depression, device dislocation, fatigue, genital haemorrhage, hypersensitivity, migraine, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.